Event description:
During the surgical procedure, the scrub nurse opened the sterile package and handed the shunt to the surgeon. The surgeon found that the peritoneal catheter was not mounted firmly to the csf control valve. The surgeon decided not to use the shunt and had to delay the surgery until a new shunt arrived.